Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 3.00 x 38mm synergy¿ drug-eluting stent was implanted to treat the lesion. Following post-dilation, a vessel dissection was noted distal to the edge of the stent. To cover the dissection, the physician then deployed a 2.75x24mm synergy stent distally and overlapping to the 3.00 x 38mm synergy¿ stent and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.